Manufacturer narrative:
(B)(4). Evaluation summary: a visual, functional and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional 2.8x16mm and two 2.8x19mm graftmaster devices are being filed under separate medwatch reports.

Event description:
It was reported that four graftmaster covered stents were used in an attempt to treat a perforation with extravasation in the heavily calcified circumflex artery. Two 2.8x19 mm graftmaster stents and a 2.8 x 16 mm graftmaster all failed to cross due to resistance with the anatomy. Another 2.8x16mm rx graftmaster covered stent was being advanced; however, resistance with the anatomy was felt and the shaft separated. The device was removed. The perforation was successfully sealed with a smaller drug eluting coronary stent. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.